Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead pulled out of the branch of the coronary sinus. The lead was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. (B)(4).